Event description:
It was reported that the device was unable to be interrogated. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.